Event description:
As reported, approximately 2 weeks post the initial right reverse total shoulder arthroplasty, the patient dislocated and was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-31-40 - glenosphere, 40mm. (B)(6) 320-35-01 - small glenoid plate. (B)(6) 322-10-00 - humeral adapter tray, +0. (B)(6) 322-40-00 - 145-deg pe 40mm hum liner +0. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.